Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap was detached and not returned; the glass cap was intact and attached; the glass cap exhibited severe devitrification at the output window; the glass cap exhibited mild burnt on detritus; the outer flow tube exhibited signs of damage at open end of fiber attachment to metal cap area. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the laser bridge was slightly deformed and caused the first fiber tip to fall off inside the patient at approximately 60,000 joules of use on 80w; the fragments were removed with graspers. A second fiber was used and @ 43,381 joules of use on 80w, the fiber tip broke off outside the patient. Reportedly, a third 3rd fiber worked well and the case was completed @ 269,206 joules of use. It was additionally reported that the doctors technique required him to remove the fiber repeatedly (increasing the chance of fiber breakage). Patient outcome: "no injuries occurred." This report is for the first surgical fiber used.